Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to an elevated blood glucose (bg) level of 457 mg/dl with high ketones. Customer's husband and physician were required to intervene by provided intravenous hydration and labs in order to treat bg. The customer reverted to an alternate method of insulin therapy.